Event description:
Experienced multiple low glucose events, which led to me taking more sugar and then when I tested my sugar via a glucose kit it was higher by more than 30 points. Med nurse has ordered change of meds based on the libre data, so now my whole diabetes management has put my life at risk. I am seeking payments for damages caused both mental and stress. I am a senior citizen.